Event description:
It was reported that the customer's device would not complete the boot up cycle when powered on. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack. After other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed flex cable assembly in the failure analysis center. The cause of the reported failure was determined to be multiple open wires within the cable assembly and the cable was also observed to be was damaged. It is unknown how this damage occurred.